Event description:
On 07/25/2008, a company rep reported that the pt was experiencing bending of the infusion set cannula and pain upon insertion. Upon follow up with the pt she stated that she experiences pain while inserting the infusion site into her skin and the needles "flex" during insertion. She stated she inserts the infusion site at a 30 degree angle and she was adviced by her trainer to insert the infusion site at a 45 degree angle. She stated that due to the issue her blood glucose elevated to 250 mg/dl. Her normal blood glucose level is 150 mg/dl or less. She was able to bolus to lower her blood glucose. The pt also reported that she is taking prednisone for inflammation which may have caused elevated readings. She was sent sample infusion sets and an insertion device. Further attempts to follow up with the pt were unsuccessful. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.